Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 between 5:00 - 6:00pm after receiving a high reading of 596 mg/dl from the prodigy diabetes glucose meter. The end user was experiencing frequent urination, confusion and lethargic. The end user went to the ER and upon arrival his blood glucose reading was close to 500 mg/dl. He was admitted to the hospital for a length of four days. To lower his glucose levels insulin and IV fluids were administered along with magnesium. Upon discharge his blood glucose was 170 mg/dl and he was instructed to follow-up with his pcp and maintain a clear chart of his blood glucose readings. No further details were provided.